Event description:
The customer reported that during cleaning, at the user facility, he noticed the handpiece would run in forward, but when the reverse trigger was pulled it would not change directions to run in reverse. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The service technician duplicated the complaint and observed that the device would run in the wrong mode. Upon disassembly, the safety bar was observed to have deposits on it. The safety bar assembly was replaced and preventative maintenance was performed.

Event description:
The customer reported that during cleaning, at the user facility, he noticed the handpiece would run in forward, but when the reverse trigger was pulled it would not change directions to run in reverse. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.